Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: how was the bleeding controlled? Suture. How much blood was lost (ml)? Not much as hemostasis achieve quite fast. Did the patient require a transfusion? Not required.

Event description:
It was reported that during an unknown procedure, the stapler was stuck after the first complete firing. Subsequent reloads were placed, but the stapler could not close the firing trigger. The first complete firing was tough and did not staple the target tissue completely. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # k5cy7l. The analysis results found that the cts45 device was received with the firing mechanism damaged. Six tr45 cartridge reloads were received for analysis. Cartridge (b, c) were received partially fired 1/10 which indicates that the device's firing cycle was interrupted. Cartridge (d) was received fully fired and in good visual conditions. Cartridge (e) was received partially fired 3/4 which indicates that the device's firing cycle was interrupted. Cartridge (f) was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. Cartridge (g) was received partially fired 1/4. Which indicates that the device's firing cycle was interrupted. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and firing trigger post were found broken. While no conclusion could be reached as to what caused the firing and clamping mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.